Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿distal end defect damage to distal tip and rubber for radial scope¿ was confirmed as there were deep cuts in the pink rubber of the scope. In addition, the bending section glue was found cracked. The ultrasound image had 20 plus broken elements. There were scratches noted on the insertion tube. The scope¿s ID check showed 181 uses. The cause of the reported event could not be determined. The legal manufacturer will review the content of this complaint for further review. The instruction manual provides the following statements below to prevent damage to the bending section. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks

Event description:
The service center was informed that there was damage to the distal tip and rubber of the radial scope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer performed a photographic investigation and reported it is considered probable that the damaged part was not peeled off due to the deterioration of the cover surface, but developed into damage like an image as scratches spread on the occasion of damage by external force, etc. It is presumed that the cause of the problem was a scratch on a part of the part concerned caused by external force such as hitting or dropping the part, and the scratch spread gradually in the part concerned due to the twisting direction or pulling direction of the part caused during normal use including the friction or reprocess that was applied to the end part of the equipment when it was used. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.